Manufacturer narrative:
Device evaluated by manufacturer: a visual examination identified the guidezilla guide extension catheter in two pieces. Microscopic and tactile examination revealed numerous kinks and damage to the shaft. The separation was located at the collar/proximal shaft bond. The collar was also damaged. Microscopic and tactile examination revealed that the ptfe was completely pulled out of the collar and attached to the shaft. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported the shaft broke. During a stenting procedure in the left main and the circumflex arteries, the physician selected a guidezilla extention catheter for use. While introducing the guidezilla into the guidecatheter, the guidezilla broke at the transition from the steel collar to the push rod. The device was not fully introduced into the patient and was removed successfully without any complications. The procedure was completed successfully with a non bsc device. No patient complication were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the shaft broke. During a stenting procedure in the left main and the circumflex arteries, the physician selected a guidezilla extension catheter for use. While introducing the guidezilla into the guidecatheter, the guidezilla broke at the transition from the steel collar to the push rod. The device was not fully introduced into the patient and was removed successfully without any complications. The procedure was completed successfully with a non bsc device. No patient complication were reported.